Event description:
Customer reported aspiration issue with the velocity instrument.

Manufacturer narrative:
It was reported that ichem velocity generated erroneous results (false negative) for approximately 40 patients that were released via lis for all analytes due to a problem unknown at the time of running patient samples. Cause of the issue was a loose thumbscrew causing fluid to leak, alarms to be missed, and mis-dosing of the strip pads. It is unknown if any patient were lost to follow of if there were any change in patient management. Field service engineer. Fse replaced the sample syringe assembly entirely, tested instrument, verified instrument operation. Controls passed. Customer ran samples. System was operational.